Event description:
Additional information was received. Hcp reported patient had opioid withdrawal. A catheter dye study was performed but the hcp reported it was done elsewhere. Catheter revision occurred but it was unknown if the explanted catheter was returned. Hcp reported the issue with the catheter was unknown. No hospitalization required. Outcome noted as non-serious injury/illness. System used to deliver opioid and morphine. If additional information becomes available a report will be provided.

Event description:
It was reported that the patient experienced loss of pain relief. A revision procedure was performed. There was no flow through the catheter upon disconnecting the spinal and pump segment and connection site. The spinal portion of the catheter was replaced with another catheter and was trimmed to 34 centimeters (cm). The exact location of the occlusion was not determined. The existing pump segment and pump stayed in place and programming did not change. It was noted that no troubleshooting had been done prior to the revision. The drug in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).